Manufacturer narrative:
The unit had a cracked and bleeding lcd, a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's friend called in to report that the lcd screen was damaged and the bottom part of the display was difficult to read. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.